Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a faradrive steerable sheath was selected for use. However, there was some trouble with air being continually drawn in from the sheath. The physician decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned, it was disposed.